Manufacturer narrative:
No eval other description: analysis cannot be completed at this time due to pending litigation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. An analysis found the device battery to be severely depleted which caused a no-telemetry condition. When the device was powered with an external supply, the system cd was nominal throughout the analysis. The device was fully functional and no hybrid anomalies were found. Further analysis of the battery confirmed that plated li material was found on the inner battery case surface, along the top edge of the case liner and adjacent to the cathode tab. The li material extended under the hsi and contacted the cathode tab located in segment 3 of the coil. Based on this analysis, this resulted in an internal short from the plated li material bridging the battery case (negative polarity) and the cathode tab (positive polarity).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Device reached eri (elective replacement indicator) on (B)(6) 2016. A rapid drop in battery voltage has been noted from (B)(6) 2016.

Event description:
It was reported that the pacemaker dependent patient experienced syncope due to the cardiac resynchronization therapy defibrillator (crt-d) reaching premature battery depletion. It was noted that the hospital received an electrocardiogram directly from the ambulance in which there was a sense of device stimulation and bradycardia. When the patient arrived at the hospital, the patient was intubated and the device paced as programmed. However, during the programmer interrogation, the device would stop pacing. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.